Event description:
Customer reported via phone, she was priming the insulin pump and the device alarmed motor error. She attempted to prime again and it alarmed again. Customer doesn't know blood glucose level at the time of event. Troubleshooting was performed. The device was not exposed to an MRI nor have other alarms occurred. Customer doesn't use the sensor feature and was unable to complete the rewind process. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor. The motor passed the motor test. The pump was received with minor scratches on the display window.